Event description:
It was reported to philips that the device failed ops check on pads. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty patient conn assy, therapy pca, and capacitor. (B)(4). The device required bench repair for part replacement. The patient conn assy, therapy pca, and capacitor were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed ops check on pads. There was no patient involvement.